Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The caller was prepared for a backup insulin delivery method using mdi. Issue was resolved with the decision to replace the pump.